Event description:
It was reported that a pt rec'd a radiation burn on the advantx lcv cardiac cath system during a coronary angiography. Preliminary investigation determined that the injury was caused by extended fluoroscopy time. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.